Event description:
Per additional information received, the patient has experienced stress and urge urinary incontinence, inability to empty bowel without pain in left lower abdomen and straining, constant urine loss (worse post void and after prolonged standing), pain with insertion and deep thrust during intercourse, ring of pain in her vaginal vault, which she felt with insertion and deep thrusting, when she had a feeling of having to defecate, she could not fully evacuate stool (pain in her left greater than right lower abdomen), internal and outlet adhesions, pelvic pain, lower back pain, sciatica, vaginal dryness, constipation, irritable bowel syndrome (2007), abdominal pain, pain with intercourse; uterine, bladder, and rectal prolapse; unable to cough, sneeze, laugh, suppress urge, change position, move, exercise, and have intercourse without urine loss; unable to have bowel movement and evacuate fully without pain in her abdominal region (left greater than right); unable to have intercourse without pain or stand a long time on her job without urine loss; pain located in the vaginal, abdominal region (left greater than right); dense immobile adhesions (lower abdomen and groin); scar band (posterior vaginal vault); poor tone of pelvic floor muscles; decreased strength of pelvic floor muscles; decreased endurance of pelvic floor muscles; decreased strength of abdominals; myofascial pain and tightness at right quad lumborum and left iliopsoas; type 2 mechanical dysfunction at tl (presumed thoracolumbar) junction; and decreased bilateral hip extension,, unspecified urinary problems, unspecified bowel problems, unspecified recurrence, dyspareunia, unspecified neuromuscular problems, vaginal scarring and loss of consortium.

Manufacturer narrative:
(B)(4). The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4).